Manufacturer narrative:
The source documents were reviewed by essential medical. The analysis of the events was as follows: the patient had many co-morbidities and an indication of friable vessels. The condition of the vessel may have led to suboptimal closure which clinically resulted in bi-lateral pseudoaneurysms requiring surgical intervention. The bleeding from the ruptured pseudoaneurysm caused the patient to go into shock in which the patient never fully recovered from and passed away. Access site complications leading to bleeding, hematoma, pseudoaneurysm, requiring blood transfusion, surgical repair, and/or endovascular intervention are identified in the IFU as potential adverse events associated to the deployment of vascular closure devices. Arterial damage, late arterial bleeding, vessel laceration or trauma and death related to procedure are additional potential adverse events associated with a large bore intervention, including the use of the manta vascular closure device. Risk documentation was reviewed, and this type of incident is a known risk. The DHR (device history record) documentation review showed no indication of the handle device not meeting specifications. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists hematoma, bleeding, and pseudoaneurysm as potential adverse events related to the deployment of vascular closure devices. Death is noted as a possible adverse event related to any large bore intervention, including the use of the manta vascular closure device. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
It was reported that a transaortic valve replacement (tavr) using left sided access was performed on (B)(6) 2019 at (B)(6) medical center. Closure with manta 18f vascular closure device was said to be successful following the tavr with immediate hemostasis and the vessel was patent. On (B)(6) 2019 the patient became hypotensive, bradycardic, developed asystole and requires resuscitation. A large hematoma and bleeding were seen at the left access site. A computed tomography angiography (cta) diagnosed a left and right side pseudoaneurysm. Surgery was performed on the left pseudoaneurysm. Manta was seen as dislodged. Surgical repair was successful. Patient was reported to decompensate and die at a later date.